Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation capacitor c10 was open on the c/a board due to thermal damage, which caused inductor l1 to open. The open l1 prevented voltage from being applied to the converter, resulting in the reported service code 110. The root cause for the thermal damage to capacitor c10 could not be positively identified. No adverse event resulted from the thermally damaged c10 capacitor. The pt received a replacement monitor.

Event description:
Download data from a (B)(6) female pt revealed a service code 110. Zoll customer support contacted the pt and issued her a replacement monitor.